Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, a hole in the cuff was identified causing a fluid loss. Therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected. Visual examination revealed that the cuff had a hole from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The cuff was not leak tested, as a hole from tool damage was identified. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection, as no damage or abnormalities were found. The pump passed both leakage and functional test. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection, as no damage or abnormalities were found. No leaks were identified. The balloon did not pass the functional test, as the pressure was reading above its specification. Based on the information available and analysis results, the sharp instrument damage found in the cuff is considered a secondary failure, so the allegation of fluid leak and hole/perforated is unable to be confirmed; however, a conclusion code of cause traced to component failure was assigned to this investigation because the balloon issue could affect product performance.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, a hole in the cuff was identified causing a fluid loss. Therefore, the aus was removed and replaced. No additional patient complications were reported.